Manufacturer narrative:
The reported event was unconfirmed. Received (5) photo samples. First photo sample shows top view of temp sensing catheter with syringe. Second photo sample zooms in on end of catheter with a slightly inflated balloon. The third photo shows the inflation cap. Fourth photo sample shows the product information. Visual evaluation of the returned sample noted one opened (without original packaging), all-silicone foley catheter with syringe. Visual inspection of the sample noted no physical defects present. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100 ml distilled water) and inflated properly. Deflated balloon with returned syringe. The balloon deflated passively in under 5 minutes. Asymmetrical balloon (60:40) observed. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100 ml distilled water) and inflated properly. Asymmetrical balloon (60:40) observed. Deflated balloon with (in-house) syringe. The balloon deflated passively in under 5 minutes. Dissected balloon: inflation notch was perforated properly. Based on the results of the investigation, no actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed a labeling review is not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, sterile water was injected into the foley catheter, but the water could not be drained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, sterile water was injected into the foley catheter, but the water could not be drained.